Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower doors 1 and 2 were sticking, repeatedly failed, and required recovery to restore functionality. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower doors 1 and 2 were failing and sticking requiring repeated recovery. A field service engineer powered down the station, replaced door latches for doors one, two, six, and seven, checked lights and cables, and cleaned debris. The system functioned as intended after the field service engineer repaired the device.